Manufacturer narrative:
Corrected data: d4 - UDI. One device was received for evaluation. Visual inspection found a broken top case, and broken ear clip. A 'system failure: primary audible alarm bgnd test' was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the interconnect board and the speaker were the root causes and were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that device exhibited a system failure: primary audible alarm background test message. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.